Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the old mesh" however medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husa1187 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the old mesh" however medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 7 years 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, erythema, inflammation, abdominal pain thereby underwent mesh removal. The instructions-for-use supplied with the device list inflammation as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husa1187 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was encountered and freed up. A ventralex mesh was soaked, inserted underneath the fascia, and fixed into place with sutures.¿ (B)(6) 2015 and (B)(6) 2016 - patient visited hospital for abdominal pain and some erythema to the skin. (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic repair. Per operative notes, ¿in ventral hernia, reduced the omentum off the anterior abdominal wall. There was a lot of omenta incarcerated up in the small hernia sac that mushroomed out. Then, able to put pressure and eventually removal of that from hernia sac. A piece of synthetic mesh was placed intraabdominally.¿ attorney alleges that the patient had bowel obstruction, pain, and incarcerated recurrent hernia with mesh removal.